Manufacturer narrative:
Concomitant medical product: product ID 8709 serial# (B)(6) implanted: (B)(6) 1999 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: mar-2001, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) via a patient representative regarding a patient receiving intrathecal baclofen (lioresal) 500 mcg/day at 122 mcg/day (prior to procedure) and 75 mcg/day now via an implantable pump for unknown indication for use. It was reported that the patient got stiff a couple of months ago and he felt he was not getting the baclofen any more so they eventually ended up doing a dye study (not done with medtronic present). The patient representative (rep) said they couldn¿t pull back when aspirating so they stopped and scheduled this procedure to explore things in operating room (or). Patient rep stated no contributing factors were known. In the or, opened pump pocket and noticed fluid around pump. Then a dye study took place and was able to aspirate. After injecting dye they saw that the tip was intrathecal at t8. The healthcare provider (hcp) elected not to take the catheter out and replace because he confirmed it was intrathecal. The hcp put a new connector but he did not suspect anything wrong visually looking at it and during post dye study. The catheter went to pathology. It was the doctor¿s decision to switch it out because the managing clinic could not aspirate. They confirmed and aspirated catheter again to make everything was functioning properly. Patient's dose was at 122mcg a day and it was turned down to 75mcg a day after the case per managing physicians request. Patient admitted overnight for observation. The issue was resolved at the time of this report with patient's status being "alive-no injury". The patient's weight was 187 lb with patient's medical history of spasticity (tbi).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a healthcare provider (hcp) via a company representative (rep) stated that the cause inability to aspirate was unknown. It was noted that the patient has been titrated back up to his regular dose before a revision. The patient was at an effective therapeutic dose with no issues and was doing well.